Event description:
The customer reported that the unit fails to complete charging and there is no charge done tone.

Manufacturer narrative:
The customer reported that the unit fails to complete charging and there is no charge done tone. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.